Manufacturer narrative:
The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an optiflex¿ basket was used during a ureteroscopy procedure. According to the complainant, during the procedure, after an optiflex basket captured a kidney stone, the basket did not fully open and the stone was difficult to disengage. The stone was released from the basket and the basket was removed from the patient. The procedure was completed with another optiflex basket. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental MDR will be submitted.